Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through a colonoscope that has an accessory channel diameter of 3.7 mm, and fastened the clip to the tissue site. At this time, the colonoscope was in a tortuous position. The clip would not release from the catheter. The clip and the clip deployment device were removed from the body simultaneously. The pt was reported to be in good condition.